Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to out of range pacing impedance measurements (greater than 3,000 ohms). A different lead of the same model was implanted. No adverse patient effects were reported. This lead has been returned, and analysis is pending. Once analysis is completed, a final report will be sent.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to out of range pacing impedance measurements (greater than 3,000 ohms). A different lead of the same model was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. There was noted cuts/tears in the outer insulation attributed to handling damage. Measurements throughout the remaining tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. The conclusion was updated to no problem detected.